Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the impedances on both leads used to be in the 500 - 700 ohm range and had gotten lower. The atrial impedance was less than 200 ohms and ventricular lead impedance was in the low 200 ohm range. Thresholds have increased. Both leads were replaced. No patient complications were reported as a result of this event.